Manufacturer narrative:
Two (2) device samples were returned for evaluation with the original packaging, in decontaminated condition. Per visual inspection, no damage or other defects were detected on the samples. During functional testing, the samples worked properly fully priming and connected without difficulty, liquid flowed through the whole device without interruption, the samples did not present leaks or any other defect. The complaint could not be duplicated with the returned device samples. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that chemotherapy residue is visible outside of tubing, present on patient's clothing. Appears to have a kink in the cadd extension set with a visible hole where medication was leaking. Unused sister sample available, actual leaking extension set was disposed of due to chemo contamination. The event occurred while in use with the patient. There was patient involvement and patient harm/adverse event reported. Adverse patient effects are unknown.